Event description:
A customer reported a cartridge change error with their pump, leading to issues in loading insulin cartridges. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the problem by cleaning and reinspecting the pump and o-rings, the customer was unable to load the cartridges from the affected lot. Eventually, the issue was resolved when the customer used a cartridge from a different lot, which allowed them to successfully resume insulin therapy. Customer technical support planned to send replacement cartridges as a corrective measure.